Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was reprogrammed and was still not getting great coverage. It was also reported that the ipg had increased and extended charging times. Database analysis revealed no anomalies. The ipg was replaced and the patient was getting good coverage postoperatively. The explanted ipg will not be returned.